Event description:
During the follow-up of (B)(6) 2014, abnormally high atrial lead impedance was observed. Non-physiological atrial signals were noticed in episodes stored in memories. Atrial lead polarities were then reprogrammed from bipolar to unipolar. Normal atrial impedance was measured (in unipolar configuration). However, the atrial threshold was reportedly immeasurable. Preliminary analysis confirmed the reported issue in bipolar configuration. Available data indicate the presence of an atrial lead issue or connection issue. Patient care recommendations have been provided (extensive pacing and sensing tests to be performed, x-ray).

Event description:
During the follow-up of (B)(6) 2014, abnormally high atrial lead impedance was observed. Non-physiological atrial signals were noticed in episodes stored in memories. Atrial lead polarities were then reprogrammed from bipolar to unipolar. Normal atrial impedance was measured (in unipolar configuration). However, the atrial threshold was reportedly immeasurable. Preliminary analysis confirmed the reported issue in bipolar configuration. Available data indicate the presence of an atrial lead issue or connection issue. Patient care recommendations have been provided (extensive pacing and sensing tests to be performed, x-ray).